Event description:
This lead was implanted on (B)(6) 2010 and remains implanted at this time. It was noted on (B)(6) 2013 that there was noise on the shock channel of the rv lead. The physician was unknown. The facility was (B)(6) hospital. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).